Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had a mechanical complication of the device. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was having inadequate stimulation.

Event description:
A report was received that the patient had a mechanical complication of the device. The patient will undergo an ipg replacement procedure.